Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device plunger clamp was difficult to close, disk pressure senor failed preventive maintenance and tried to calibrate and that failed as well. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Imdrf annex a,g,b,c and d grids, remedial action required, remedial action #. Omit: a08 calibration problem (2890), g07001 part/component/sub-assembly term not applicable, b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device plunger clamp was difficult to close, disk pressure senor failed preventive maintenance and tried to calibrate and that failed as well. There was no reported patient involvement.